Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the pmw35 staplers did not release the staples easily. Moreover, the spring does not go back. Another device was used to complete the case. The devices were not returned.